Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during prime fill. Customer's blood glucose level was 20 mmol/l. Pump was dropped. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed compromised forces sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had missing end cap sticker, cracked case at the display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.